Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision of l5-s1 due to adjacent segment disease performed on (B)(6) 215 by dr (B)(6) at (B)(6). The patient was booked for an extension to an existing fusion (l5-s1) to l4-s1, for adjacent segment disease. Primary implant date (B)(6) 2010. The surgeon's practice is to replace the l5 screws as well as place new screws in l4. This was done and as the surgeon was working, the head of the polyaxial screw in s1 (r), came off. The surgeon was not aware of this factor (broken screw) when the revision/extension surgery was booked. There had been no signs or symptoms to support this event. The broken screw was removed (7x40mm) and replaced with a larger polyaxial screw, 8x40. There was a minimal delay to surgery whilst the broken screw was removed and replaced with a new screw. An ao broken screw removal set was used to extract the screw. No adverse event to patient. 20 minutes delay in surgery. Unable to provide information on patient outcome post surgery at this time but no unusual outcome expected by the surgeon. Patient details; (B)(6). This case is not being reported by the customer, but (B)(6). All available information has been provided as part of this report; no further information will be forthcoming.